Event description:
Related manufacturer reference number: 1627487-2021-19276. It was reported that the patient was not getting adequate therapy due to lead migration. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted. One lead was implanted. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B5: event details updated.

Event description:
Additional information received stated that the patient experienced a fall prior to the leads migrating.